Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. H3. Device evaluated by MFR? Code 81; device evaluation in not necessary because the report event have been determined to be not related to the vns or its functionality

Event description:
It was reported that a patient would need their vns explanted to received wound debridement and wound vac placement. On the patient's surgery date wound debridement and wound vac placement were accomplished without explant of the patient's vns. Device history records were reviewed. The device passed all functional specifications and quality tests and were sterilized prior to distribution. Per the physician, the patient needed wound debridement and wound vac placement due to wound dehiscence and chronic non healing wound, concern for infection, superficial dehiscence/chronic granulation tissue. The patient reportedly has had a history of poor wound healing and will rub the surgical sites. The site eventually tested positive for mrsa and corynebacterium species, which was treated. The event is not related to the vns device or its functionality. The surgical procedure was done to heal the wound and prevent any major infections. No other relevant information has been received to date.